Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident is unknown. There were no alarms prior to the critical pump error alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and was unable to download due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform the functional tests, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with minor scratches on the display window and case.